Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise was observed on both channels on a real time egm performed during the follow-up on (B)(6) 2018. Provocative maneuvers could not reproduce the noise. Two vf episodes recorded in the device memories showed some noise as well. The r waves amplitude was unstable since the last follow-up. The right ventricular sensitivity threshold was reprogrammed from 0.4 to 0.6mv.

Manufacturer narrative:
The subject device was explanted on (B)(6) 2018 due to an infection. A new complaint file was opened to investigate this new event (please refer to the MDR with MFR number 1000165971 - 2018 - 00741).

Event description:
Reportedly, noise was observed on both channels on a real time egm performed during the follow-up on (B)(6) 2018. Provocative maneuvers could not reproduce the noise. Two vf episodes recorded in the device memories showed some noise as well. The r waves amplitude was unstable since the last follow-up. The right ventricular sensitivity threshold was reprogrammed from 0.4 to 0.6mv.